Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "magnesium sulfate 5g was hung, IV set to infuse mag sulfate at 36.7 ml/hr. When writer came back to check pt's vitals 10-15 min after hanging IV med, the whole bag (110ml) had already infused. The infusion was supposed to run for 3-4 hrs but finished in 15 minutes."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, "magnesium sulfate 5g was hung, IV set to infuse mag sulfate at 36.7 ml/hr. When writer came back to check pt's vitals 10-15 min after hanging IV med, the whole bag (110ml) had already infused. The infusion was supposed to run for 3-4 hrs but finished in 15 minutes."